Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per the customer the device will not be returned. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that it was not possible to open the jaw of the scorpion correctly during a hip-ask-labrum surgery, out of the joint it was possible to open the scorpion. It was not possible to finish the surgery successfully so a second surgery will be necessary. The date for the second surgery is not known at the moment. Update 01-apr-19: according to the customer, the scorpion works fine outside the patient. As soon as it was in the patient the jaw did not open any more. The surgeon confirmed it was his error.